Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 3006705815-2017-00821. It was reported the patient underwent surgical intervention on (B)(6) 2017 to implant permanent leads, however the leads could not be advanced into position due to excessive scar tissue. The case was aborted.